Event description:
It was reported that during an unknown procedure, when inserting/removing and reinserting devices during surgery, the inner seal of the cb12lt trocar shifted and would prevent the surgeon from reinserting device without using a finger to push it off and then insert device. Happened multiple times. Surgery was delayed by two minutes. Surgeon used finger a few times then switched the sleeve. Surgery was successfully completed. No fragments were generated and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2022 h2: additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows the device (with the product code cb12lt) with the ring out of position, however, no damage to the seal could be observed. Based on the photo review, the event described is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trending. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 3/22/2022 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the five cb12lt were returned with no damage in the external components. In an attempt to replicate the reported incident, the devices were functionally tested to detect any compatibility issue. Upon evaluation of the devices, a test instrument was inserted and no issues were noted related to an abnormal drag force. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted.